Event description:
Spacelabs has received a report of significant noise observed on the ECG signal when other devices were energized in an operating room.

Manufacturer narrative:
Spacelabs was able to confirm the reported symptoms at the customer's site. Spacelabs has worked with the customer to optimize the user setting and adjust cabling to minimize the interference. No one has been injured as a result of this condition. The hospital is continuing to use the equipment. The spacelabs investigation is on-going. We will provide a supplemental report once our investigation is complete.